Event description:
It was reported by the manufacturer's representative that the patient's interstim implantable device system was explanted due to an infection. A new system implanted. Further information has been requested, but not received from the hcp.

Manufacturer narrative:
To date the device has not been returned to the manufacturer for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.